Event description:
Information received a smiths medical tracheostomy/pvc - portex speaking orator caused compromise of airway. Reported the oxygen supply via the new voice valves did not work due to a drop in po2 in two patients. Patient one exercise with the new speech valves and became very hypoxic on (B)(6) 2021 with 6l o2 supplement. Reported was given 12l o2 supplement on (B)(6) 2021. Then on (B)(6) 2021, reported he also fell to 5.8 kpa in pao2 after 10 minutes. After the last events, it was tried the old type of voice valve instead with some other o2 supplement input which resulted in stable and good breathing spo2, and 11.4 kpa after 10 minutes on 3l o2 supplement.